Manufacturer narrative:
The 8mm tip-up fenestrated grasper instrument was analyzed and found to have a loose pitch cable at the proximal clevis. Additional observation related to the customers complaint: the instrument was found to have a broken distal pitch cable at the proximal clevis hole. The cable was fully broken. There was not evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the tip-up fenestrated grasper instrument cable was torn. The procedure was completed with no patient harm.